Manufacturer narrative:
D4 -UDI no. - not required for this product. The actual device was returned to the manufacturing facility for evaluation. Visual inspection found no anomalies. It was noted that the blood-in port and blood-out port respectively had a tube connected to them with no application of a tie-band on the joint. The tubes were noted to have been cut at the end of the ports. The tubes had to be removed to implement a leak test on the actual sample. Visual inspection of the ports found that the blood in-port was intact. The blood pathway was filled with saline solution and pressurized, no leak was confirmed. A review of the device history records and the product release decision control sheet of the involved product code/lot number combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot# combination. The investigation result verified that the actual sample did not have any anomalies which could lead to the reported leak. Although the exact cause of the reported event cannot be definitively determined there is no evidence that this event was related to a device defect or malfunction. The device labeling does address the potential for such an occurrence in the instruction for use (IFU) with the statement such as the following: "do not use an oxygenator that leaks." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported leakage in a port of the capiox device. Follow up communication with the user facility confirmed the following information: the oxygenator failed prior to bypass; the device was leaking prime solution from the gas outlet port; and bypass was delayed for a short time while a new system was set up.